Event description:
A nurse reported to baxter (B)(4) the tip protector of a uv transfer set became separated from the spike, before customer use. There was no patient involvement, and no patient injury or medical intervention indicated with this report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for damage in a transfer set was not confirmed and a root cause could not be determined.